Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. S the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that when making the gastric pouch, there was leakage at 2 stitches of the staple line (blood squirt), when using 1 green reload (in the first stapling) and 1 blue reload (in the fifth stapling). The staple line was entirely wavy and the cut was irregular, being impossible to clearly identify throughout the staple line. It was necessary to use in several liga clip to reinforce many points of the suture line. No patient consequences reported. No further information is available.